Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the stapler loaded with a white cartridge was placed on the cystic duct and partially fired and locked out. The stapler was removed from the tissue using the release button. Upon inspection some staples had partially formed but the tissue was not transected. A new stapler was opened and loaded with a new cartridge and worked well. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.